Manufacturer narrative:
Reference MFR report # 2916596-2015-00789 for the report of the previous driveline repair. Approximate age of device: 3 years, 10 months. The replaced portion of the repaired driveline was returned for analysis. The evaluation is not complete. The patient remains ongoing with the implanted device and no further issues have been reported. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that interrogation of the patient¿s system controller revealed two pump stoppage events, one in the evening and the other the next morning. The patient reported that they received alarms with usage of the power module. The patient recognized the alarm as a potential short to shield and kept their system on battery power overnight. The next morning, the patient exchanged the patient cable for a new one at home but received further pump stoppage alarms. Review of the log file by the manufacturer's technical services representative confirmed pump stoppage, low speed operation and driveline disconnect events. The events all appeared to occur while the system was connected to the power module. The submitted x-rays revealed that the patient had a previous repair approximately 12 inches from the exit site, and revealed an area of concern on the proximal end of the previous repair. This corresponds to an obvious sign of external damage to the silastic material. On 05/23/2016, a driveline repair was performed. Approximately 22 inches of the driveline was replaced and no immediate alarms occurred after the repair. No further information was provided.

Manufacturer narrative:
The report of low speed advisory alarms and pump stoppage events was confirmed through review of the submitted log file. Review of submitted x-rays revealed a previous percutaneous lead repair with an area of potential shield breakdown at the proximal end of the repair site. The replaced distal end portion of the lead measuring approximately 20 inches in length was returned for evaluation. Continuity testing of the lead in its returned condition found all wires to be electrically intact. The site of the previous distal end lead replacement was located at approximately 8.5-10.5 inches from the metal connector. The proximal end of the outer silicone jacket was cut lengthwise up to the gray shrink tubing. The gray shrink tubing, copper tube, and copper wrap from the previous lead replacement site were carefully removed. These layers as well as the underlying tape and wires appeared to be slightly wet. Examination of the wires revealed that the inner conductors of the black wire were exposed at the edge of the crimp. This area was not covered by the tape. If the exposed conductors of the black wire contacted the copper wrap (either from direct contact or by conduction through fluid ingress) while the system was operating on the power module, the resulting electrical short to ground could have resulted in the reported low speed advisory alarms and pump stoppage events. The outer silicone jacket and clear bionate layers of the proximal end of the lead were unremarkable. Upon removal of these layers, examination of the metal braided shielding found some breakdown at the proximal end of the lead. The underlying wires were examined under a microscope and suspended in a saline bath for high potential testing to check for current leakage through the wire insulations, and no areas of compromised wire insulation were identified. The shrink wrap around each crimp was examined and removed to examine the crimps. No additional compromised areas were noted which would have contributed to a functional issue. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.